Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly by leakage due to deformation of the scope connector cover (s-cover) and cracked plastic distal end cover (c-cover). A further cause of the crack and deformation could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign materials found in the air/water cylinder and the air/water tube, other evaluation findings are as follows: water tightness was lost due to deformation of the scope cover and a crack on the plastic distal end cover; the suction cylinder and the light guide lens were discolored; the switch box was scratched; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the plastic distal end cover had a burn; the bending tube was damaged; and the adhesive on the bending section cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there were foreign materials found in the air/water cylinder and the air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.